Manufacturer narrative:
The tech found the brake caster swivel was failing to lock when the brakes were engaged. He replaced the brake caster to repair the bed.

Event description:
The account alleged the head end brake is not working.